Event description:
Patient was taking a shower in the shower room. The shower chair the patient was sitting in broke and the patient fell onto the floor. The patient indicated that the patient fell on the leg that had an external fixation on it. The physician was notified and came and examined the patient's extremity. No injury was sustained by the patient. Upon inspection of the shower chair, the horizontal bar that supports the seat snapped and failed.